Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system.

Event description:
The patient was revised to address pain, instability and loosing of the tibial component at the cement to implant interface. Unknown cement was used. No cement was adhered to tibial implant as the implant was removed easily. Femoral prosthesis was found secure and in excellent condition. Replaced tibial and poly components replacing them with a mbt tray with stem and sleeve. Surgeon inserted a rp ps poly. Original surgery was performed out of state and an op note was not available. Cannot provide lot number and product codes. Original implant date unknown. No surgical delay. Doi: unknown. Dor: (B)(6) 2020; right knee.